Event description:
It was reported that the patient experienced discomfort of pain following pacemaker replacement in (B)(6) 2025 and subsequently presented for a pocket revision procedure. It was noted that the right ventricular (rv) lead exhibited high capture threshold. During the procedure, it was also observed that the right atrial (ra) lead exhibited low pacing impedance, high capture threshold, and frequent noise. The high capture threshold of the ra lead subsequently resulted in loss of capture. Programming changes to the ra lead were attempted but were unsuccessful. The ra lead was capped and replaced on (B)(6) 2026, with no intervention on the pacemaker or rv lead. The pacemaker and rv lead remained implanted after reoperation. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.